Event description:
After a few weeks since implant, high impedance was observed for the new generator and existing lead. Prior to generator implant, high impedance was observed, which resolved with generator replacement. This event is reported in MFR. Report # 1644487-2018-01877. A review of device history records for the generator shows that no unresolved non-conformances were found. No additional relevant information has been received.